Manufacturer narrative:
The serial number of the device was not provided, approximate age of device and manufacture date are not known. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low power hazard alarms was confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file ((B)(4)) showed 256 events spanning approximately 4 days ((B)(6) 2018 per time stamp). Low power hazard alarms were active on (B)(6) 2018 between 02:26:44 ¿ 02:26:46 while the patient was connected to batteries and active on (B)(6) 2018 at 02:26:51 while connected to the power module. No external power alarms were active on (B)(6) 2018 between 02:26:48 ¿ 02:26:50 and the ebb provided power to the system during these events. The no external power alarms cleared shortly after activating. The root cause for the no external power and low power hazard alarms was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.